Manufacturer narrative:
Evaluation: product experience report was received, reviewed, and evaluated by zest dental solutions in compliance with applicable FDA and ous country regulations lhr review: applicable zest internal lot history records were reviewed to evaluate whether any internal deviations, non-conformances, and/or problems occurred during the manufacture of the lot, which could cause or contribute to the reported product experience condition. Data review: a review of other zest product experience files and related trending data for similar incidents was performed to evaluate whether other similar product experiences reports have been received and if data suggests any adverse trends may have contributed to the product experience root cause. Returned product evaluation: condition of the returned product was evaluated to confirm the reported product experience. Investigation results / root cause or most-likely root-cause: the reported product experience condition cannot be verified. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. The abutment met its configuration. A processing cap with an insert was placed over the abutment, and it retain its position as intended. No manufacturing defect was found. Sections updated: b4: date of this report d9: device availability and product return date g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative

Event description:
There is no update to the original complaint description provided

Event description:
It was reported that the locator abutment had become loose in the patient's mouth. Abutment was removed and replaced with a new one.

Manufacturer narrative:
(B)(4).